Event description:
The contact stated that the customer's meter was reading 80 points differently than her meter. Upon troubleshooting, it was discovered the customer's meter was set in mmol/l. The customer had ignored the decimal in the readings, but did not allege any adverse events. The contact was able to reset the meter to mg/dl and no further assistance was required.